Event description:
It was reported that the plastic film peeling off of shaft. There was no harm, delay, or retained foreign body reported. Due diligence is in process.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 3 in 1 shaver had plastic film peeling off of shaft. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0905947. This medwatch is being filed to relay additional information. Visual examination of the provided pictures identified a film peeling around the shaft. The device was unable to be located at relign so further evaluation of the issue could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the plastic film peeling off of shaft. There was no harm or delay reported. Due diligence is in process.